Manufacturer narrative:
(B)(4). Pump received with minor scratched window, cracked belt clip slot, stained end cap sticker and cracked reservoir tube lip. Pump passed the displacement. Visual inspection shows that damage to window is a scratch not a crack as reported by user. The test p-cap, reservoir does lock into place. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that there are cracks at the screen insulin pump. No harm requiring medical intervention was reported. The device will be returned for analysis.